Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and all cubies displayed ¿not loaded on bus.¿ the customer restarted the computer and performed a hard reboot, but the issue persisted. The customer checked the back panel and found that the two drawer indicator lights were not illuminated. They also opened and closed multiple drawers, detached the cable running down the unit, and still had no success. The customer continued to receive the error message ¿fatal exception, error initializing device manager.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer 6 was not detected on the bus. The station was shut down, the back panel and the rear of the drawer were opened, and the module interface board was replaced. The back of the drawer was reinstalled, the panel was closed, and the station was powered on. The drawer was recovered and successfully passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.